Event description:
It was reported that the bd q-syte¿ needle-free connector had the septum pushed into the adapter, and was damaged. The patient required medical intervention with another PICC procedure being administered. The following information was provided by the initial reporter: I have had to remove several vads due to vad failure caused by a q-syte complications causing breakage, occlusion or inability to use vad without risk of contamination. When I assessed the situation I was unable to remove the q-stye and identified fractures to the nc. I removed the PICC. Origin of the problem was that part of the septum was depressed into the hard outer portion at some point. The patient missed hours of tpn/il and had to undergo another PICC procedure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video and photographs submitted for evaluation. Bd received two photos and one video of a q-syte closed luer access device. Based on visual inspection of the evidence provided, the reported issue was not confirmed. There appeared to be no damage to the q-syte based on the provided images. A device history record review could not be performed as the lot number was not provided.

Event description:
It was reported that the bd q-syte¿ needle-free connector had the septum pushed into the adapter, and was damaged. The patient required medical intervention with another PICC procedure being administered. The following information was provided by the initial reporter: I have had to remove several vads due to vad failure caused by a q-syte complications causing breakage, occlusion or inability to use vad without risk of contamination. When I assessed the situation I was unable to remove the q-stye and identified fractures to the nc. I removed the PICC. Origin of the problem was that part of the septum was depressed into the hard outer portion at some point. The patient missed hours of tpn/il and had to undergo another PICC procedure.